Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On the day this lead was implanted, there was negative injury current with possible lead perforation. However, there was no hemodynamic compromise and no pericardial effusion. No intervention was necessary. Lead remains implanted. Should additional information become available, this file will be updated.